Event description:
Customer reported that nurses are hanging secondary infusions (various medications including 25% albumin) and that when they come back to check to see if infusion has completed none of the medication had been administered. The customer had no info about any specific event and that they just switched secondary administration sets from hospira brand to b. Braun brand. The possibility of the secondary set not fully accessing the smartsite valve on the primary set was discussed. There was no pt harm and no medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Info was provided to the customer regarding how to set up a secondary administration, using a glass bottle for infusion, and rate accuracy info from the directions for use manual. The customer stated that the product will not be returned because no product was saved. Unable to determine the root cause of the customer's reported under infusion.